Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 530 mg/dl at the time of the incident and current blood glucose was 147 mg/dl. The customer does not want to perform troubleshoot. The customer reported that does not allege pump was under delivering. The drive support cap appears normal (slightly indented). Customer will not return device for analysis.